Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) displayed a few shock impedance variations. The physician questioned why the shock lead impedance exhibited changes in the measurements. Additionally, some months ago, the ICD displayed out-of-range shock impedance measurements. Technical services discussed possible causes and provided troubleshooting options. The patient is continuing to monitor remotely. At this time, the product remains in service and no adverse patient effects were reported.